Manufacturer narrative:
Updated to include lot number and updated code (h6).

Manufacturer narrative:
It was reported that "these are not damaged they will not shock patient or we can not properly test to make sure they will shock with our defibrilator". No additional information has been provided despite attempts to obtain, in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pad will not shock patient.